Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 24236 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was never used. No applications were performed. During functional testing, the console terminated the application and triggered system notice 50005 "the safety system detected fluid in the catheter and stopped the injection." Unable to insert the mapping catheter into balloon catheter. Dissection and further inspection identified the guidewire lumen was kinked, twisted, and breached. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 0.75 inches proximal to the catheter tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the catheter afapro28 afa pro 28, the distal lumen of the balloon was not continuous. The initial balloon was replaced, but the second balloon was not detected by the cryo console, necessitating the use of a third balloon. The procedure was successfully continued and completed only after the third balloon was used. No patient complications have been reported as a result of this event.